Event description:
It was reported that during preparation, the 1.2x6mm trek rx balloon dilatation catheter (bdc) had resistance when removing the protective sheath. The bdc was flushed per instructions for use (IFU) and the device was prepared prior to removing the protective sheath/stylet removal. Another same size trek rx bdc was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.